Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012, the wire broke at the insertion site. The patient was able to see the wire protruding from her skin the following day, and she removed it with tweezers. She reported slight pain at the insertion site prior to sensor removal, and skin irritation for 2 days. At the time of her call to technical support, patient reported that the insertion area had healed and that the patient is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.